Event description:
The ethicon eea stapler was placed through the rectum after the rectum had been dilated. An eea stapled anastomosis was then performed with 2 complete doughnuts. However, when the leak test was performed there was a large leak. The anterior wall of the staple line was open. The anastomosis was then taken down completely and the staple lines removed. A double purse-string anastomosis was then attempted robotically with an eea stapler. Upon evaluation of this second attempt, the doughnuts were not intact and there was also a leak on the leak test. The decision was made to open.